Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: 2 whisper extra support, guide catheter: jr 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified right coronary artery and a moderately tortuous, heavily calcified proximal left circumflex artery. Two whisper es guide wires were used in a buddy-wire technique, and pre-dilatation was attempted several times with a non-abbott 2.0 x 12 mm and a non-abbott 2.5 x 12 mm balloon catheter. However, due to the anatomy, a 2.5 x 15 mm xience xpedition stent failed to cross the lesion and the stent delivery systems proximal shaft became kinked. The proximal shaft eventually separated into two pieces outside the patient anatomy. Therefore, a non-abbott stent was used to complete the procedure successfully. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft kink and shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.